Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump housing was damaged, and subsequently, multiple cartridges were difficult to insert. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring, however cartridges continued to not fit securely on the pump. Customer¿s blood glucose level was 174 mg/dl. The customer continued to use pump to resume insulin therapy.